Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the heartstart mrx was failing op check for a charge button failure. There is no indication of patient involvement as the event occurred during testing.

Manufacturer narrative:
.